Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an unrelated device replacement procedure, a lead extension was attached to the lead to adjust the positioning of the lead in the pocket. When the lead extension was connected, all electrical parameters were unavailable. The lead extension was removed and the lead remained implanted. The patient was stable with no adverse consequences reported.

Manufacturer narrative:
Manufacturing report 2017865-2019-13148, should not have been reported as a medical device report (MDR) as the device was not manufactured by st. Jude medica/abbott and there is no indication abbott has regulatory reporting responsibility.